Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic multiple times complaining of muscle stimulation. The stimulation could not be recreated in the clinic. The right-ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient was stable post-procedure.